Manufacturer narrative:
Additional information was received that there was no disengagement of top screw and there is no fall of heater door thus this complaint is considered to be not reportable.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
It was reported that the heater door was broken. There was no patient involvement.